Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the customer experienced a system error code #20013. With the assistance of an isi technical support engineer (tse), the site attempted to reposition the master tool manipulator (mtm), however, the fault re-occurred. Before further troubleshooting steps could be taken, the site made the decision to convert the procedure to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation, conducted by field service engineering, found that the system error code #20013 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #20013 system error code appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state." The mtmr was returned to isi for failure analysis investigation. Engineering evaluation found that the potentiometer had malfunctioned, thus generating the system errors experienced by the customer. The mtml's motor assembly was also replaced as an additional precaution. As of (B)(4), there have been no reported recurrences of the issue at this hospital.